Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared alarm and resumed insulin therapy. Customers blood glucose was 378 mg/dl. No additional information was provided by the customer.